Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing due to an r-wave amplitude decrease. It was noted that sometimes noise sensing occurred with the intrinsic conduction. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) . We did receive performance data collected from the device and have analyzed the data. There was oversensing. The ventricular nonsustained episode equals 210 millisecond between (B)(6) 2012. The lead was returned and analysis found no anomalies. However, the distal conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was kinked/buckled and melted. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.